Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. Interrogation showed that the right ventricular (rv) lead exhibited high thresholds and intermittent high undefined out of range (oor) pacing impedance. Fracture was suspected. Detections were programmed off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. Interrogation showed that the right ventricular (rv) lead exhibited high thresholds and intermittent high undefined out of range (oor) pacing impedance. Fracture was suspected. Detections were programmed off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.